Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead of a non-dependent patient exhibited high capture thresholds. The patient was asymptomatic. The lead was capped and replaced during routine device change out procedure. The patient's condition was stable.